Manufacturer narrative:
Covidien reference: (B)(4). The se verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.